Event description:
It was reported the customer's pump case would not clip securely. Subsequently, the pump case fell, causing touchscreen to crack. Blood glucose was not impacted. Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.